Event description:
Following a diagnostic coronary angiography and femoral angiogram, a 6f angio-seal device was deployed in the right femoral artery. The physician noted an unusually wide spring distance, but believed the deployment was successful since the bleeding had stopped and the site looked good. Moments later, pulsatile flow occurred from the tamper tube. Manual pressure was applied. A vascular surgeon was consulted immediately. The angio-seal device anchor and collagen were both found to be within the artery. The angio-seal device was removed and the femoral artery was repaired one hour post deployment. The pt is recovering.